Event description:
Pt experienced difficulty breathing when a 6dic inner cannula was inserted. Customer reported observing a narrowed section inside the inner cannula after examining the inner cannula. There was no pt harm reported and the inner cannula was replaced without incident.